Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve alarms and shuts down. Associated malfunctions for this device: sieve bed dusted and saturated, 4 way valve not shifting properly, pe valve low o2.